Manufacturer narrative:
Concomitant: cev134 - forceps bipolar 360mm mouiel, lot: 09-03, manufacture date: september 2003. Cev134 - forceps bipolar 360mm mouiel, lot: 121101, manufacture date: november 2012. (B)(4): the analysis indicates that the black plastic part is burnt between the bipolar connectors. A large amount of surgery residue has been found in the forceps. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The cleaning of the forceps is in all likelihood insufficient. Cev134 (lots: 09-03 and 121101): the black plastic parts are burnt at the connection. The instruments have been repaired by an external contractor (with an unknown etching). The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). Moreover, the repair realized by an external contractor may have weakened the instrument and led to the reported incident. This device is used for therapeutic purposes.

Event description:
Three bipolar forceps (cev133 ¿ qty 1; cev134 ¿ qty 2) were returned for repair. The available information indicates that the instruments presented with evidence of heat damage. There was no injury reported as a result of this event.